Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that there was loss of power from battery. No further details given. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement and self tests. All currents are within specified ranges. No unexpected " power loss alerts" were noted during testing. No pump error 25 was noted during testing, in the device history file, in the long trace file, or in the power management graph. Device received with pillowing keypad overlay and minor scratches on case. (B)(4).